Event description:
Traction: consumer alleged that the wheelchair has poor traction and he/she is no longer able to go out alone because it fears that the camber of the footpaths might cause him/her to skid into the road and possibly overturn. This alleged incident occurred in the (B)(6). The storm 4 is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.